Event description:
Post-spinal fusion with utilization of the allen frame and extensions. Pt reported numbness in right upper extremity and below elbow to fingertips-new since surgery on (B)(6) 2010. On (B)(6), pt reported no numbness in right upper extremity; however, reports numbness in right hand and fingers resolving. On (B)(6), numbness resolved at hospital discharge. Allen flex frame delivered to hosp for use on (B)(6) 2010. Hosp stopped using on (B)(6) 2010 due to this pt and five other cases with similar post-op brachial plexus issues.